Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual examination revealed there were small needle holes on the sewing ring, which is evidence of implantation. There were cuts and tears along the sewing ring which likely occurred during the explant procedure. The left (lc) and non-coronary (nc) cusps were in the closed position with wavy free margins. The right cusp (rc) was in the open position and a section of the lunula was resting against the inner outflow rail. All leaflets were slightly stiff and pliable except where host tissue and / or calcification was present. There were intracuspal hematomas on the left non-coronary and right non-coronary inferior coaptive areas as well as on the lunulas of the left (lc) and right cusp (rc). The lunula of the left (lc) and non-coronary (nc) cusp were folded and all commissures were intact. On the inflow, there was tan-white pannus lines base stitching on all cusps extending to the right left inferior coaptive area, and up to 4mm, which reduced the inflow coaptive area. On the outflow, there was tan-white pannus lines on the margin of attachment on all cusps. There was initial stages of thrombus or coagulated blood noted on the belly of all cusps. An unknown amount of pannus appeared to have been removed during explant. Radiography did not reveal calcification on the valve leaflets and or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. Added serial number. Added expiration date. Added unique identifier (UDI). Added device manufacture date. Updated patient and device code. Updated method, result and conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis updated to include: radiography revealed calcification on the superior coaptive areas of all commissures. Updated device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 7 months post implant of this bioprosthetic valve implanted in the tricuspid position, it was explanted and replaced with a mechanical valve. The valve was replaced due to severe stenosis. No additional adverse patient effects were reported.